Event description:
It was reported that an asymptomatic patient presented to the clinic for three follow ups, with a device that was post-paced t-wave oversensing. The oversensing was noted on stored egms. Programming changes were recommended each time. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that when patient presented in-clinic for routine device check, further post-paced t-wave oversensing was seen. Additional programming changes were recommended.

Event description:
New information notes that the previous recommended programming changes were made. During a subsequent follow up, post-paced t wave oversensing was still seen. Additional programming changes were made.